Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead no longer needed a pacing system. The physician elected to removed the implanted system. Difficulty was experienced removing this lead and it could not be completely removed. The tip of the lead was left in the superior vena cava. No additional adverse patient effects were reported.